Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Information was received that the patient died during sleep. Underdetected of ventricular tachycardia (vt) due to programmed long number of intervals to detect (nid) for vt zone was the primary cause of death. No additional information was available.